Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical study database that this patient had a vad disconnection from power due to psychiatric issues and dementia. No further information was provided.

Manufacturer narrative:
Driveline cable hw2648 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of controller log files since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the reported event may have occurred due to a physical disconnection of the driveline from the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.